Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a sudden increase in ventricular impedance. After the lead tested normal, the pulse generator was replaced. Blood and "something else" was noted in the connector.